Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx2287 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was not possible to flush or get backflow = totally stop in the catheter. The catheter was placed on 2 cm when it was pulled out. (At placement it was on 1 cm). After pulling out there was a kink and weakness at 5 cm. There has not been any feedback in regards to trouble with the catheter before this event. Medication given in the catheter: bleomycin, cisplatin sam etoposid. PICC was secured by statlock.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Adhesive residue was observed on the extension tubing. A permanent kink impression was observed near the 5cm depth marking. The catheter kinked preferentially at the site of the kink impression during manual manipulation. Microscopic inspection kink site revealed material abrasion, buckling and discoloration in the vicinity of the kink. The permanent kink impression, surface wear and buckling were consistent with repetitive sharp bending of the catheter shaft. The usage residues and wear indicated that kinking occurred during device use. The kink location suggested that catheter securement and maintenance techniques may have contributed. The product IFU states ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a lot history review (lhr) of redx2287 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was not possible to flush or get backflow = totally stop in the catheter. The catheter was placed on 2 cm when it was pulled out. (At placement it was on 1 cm). After pulling out there was a kink and weakness at 5 cm. There has not been any feedback in regards to trouble with the catheter before this event. Medication given in the catheter: bleomycin, cisplatin samt etoposid. PICC was secured by statlock.